Event description:
Via an x-ray (date not reported), it was determined that the catheter was disconnected from the pump. The patient did not have any symptoms at the time of discovery. The patient chose to discontinue therapy for a time due to the disconnect. Once the patient wanted to resume therapy, the patient was also due for a pump replacement for battery life exchange. The pump was replaced and the catheter was reconnected to the new pump. The patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
Final device analysis of the pump revealed a non-standard non-conformance - damaged catheter access port. Analysis determined the pump passed flow testing within specifications. Deformation observed on the end of the dispensing tip, the opening was not completely closed. This damage did not affect the device dispensing during bench testing. The catheter was not returned for analysis. The catheter was reconnected to the new pump.